Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: pt was having a x-ray procedure. At the beginning of a procedure the doctor did not get fluoro when pressing the hand switch. Another unit was brought in the room to do the procedure. The pt was not injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.